Event description:
It was reported that the air bubble detection could not be cleared, even when the tube is firmly inserted. Per reporter, the event occurred while in patient use at the patient¿s home. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed a "high pressure" alarm was recorded multiple times. Functional testing was performed, and the reported issue was confirmed. The root cause of the event was an anomaly in the air detector. The air detector was replaced to address this issue.